Event description:
It was stated that the insulin pump stopped working after the customer was pushed into the pool. The display lights up, then goes blank. The display starts flashing, then goes blank again. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly.